Event description:
Additional information received indicated that unspecified regurgitation was also present. An unspecified valve intervention occurred approximately 2 months following onset of this event. Hospitalization was required.

Manufacturer narrative:
Updated data: b2, b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Date of event b5. A third paragraph was added. H6. Additional codes were added. Additional codes. An annex g code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight years, ten months following the implant of this transcatheter aortic bioprosthetic valve, the patient presented for a routine follow-up with the primary cardiologist. The patient reported worsening shortness of breath (sob). A transthoracic echocardiogram was performed and it showed a worsening aortic valve mean gradient of 39mm hg, this was an increase from previous results of 15mm hg. Subject was started on a diuretic medication and was referred to structural heart clinic for evaluation for potential redo transcatheter aortic valve replacement. Additional information received indicated that unspecified regurgitation was also present. An unspecified valve intervention occurred approximately 2 months following onset of this event. Hospitalization was required. Additional information was received to note the onset of the patient's symptoms of worsening sob was approximately eight years, nine months following the valve implant procedure. The patient presented for the routine follow up appointment approximately three weeks after the sob onset. The regurgitation observed was mild paravalvular leak. The patient was admitted approximately one month, three weeks later for the transcatheter aortic valve replacement valve-in-valve (viv) procedure. The medtronic valve remains in the patient but replaced by a 26mm non-medtronic (edwards sapien 3 ultra) valve. One day following the viv, the worsening aortic valve gradient resolved and the patient was discharged to home.

Manufacturer narrative:
B3: date is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight years, ten months following the implant of this transcatheter aortic bioprosthetic valve, the patient presented for a routine follow-up with the primary cardiologist. The patient reported worsening shortness of breath. A transthoracic echocardiogram was performed and it showed a worsening aortic valve mean gradient of 39mm hg; this was an increase from previous results of 15mm hg. Subject was started on a diuretic medication and was referred to structural heart clinic for evaluation for potential redo transcatheter aortic valve replacement.